Event description:
It was reported that a screw head broke during insertion during a facial fracture surgery. The body of the screw was left in the patient; pieces of thread of screw were remained in patient after surgery. Fixation was obtained using the remaining plate holes; the plate was cut down to five-hole plate. There was no delay in surgery. Surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient ID reported as: (B)(6). Device product during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.